Manufacturer narrative:
The quality investigation is complete. Device not available for return.

Event description:
It was reported via health canada: reference # 1041041: that the loop t bar electrode broke during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.